Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue involving the up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: on examination, the keypad cover was lifted at the ok button. On testing, all the keypad buttons had normal response. Investigation did not duplicate the alleged tactile change. The keypad cover was removed for investigation which revealed evidence of moisture under the contact of the contrast button. The contrast button has no effect on insulin delivery to the patient. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the audio bolus button cover was noted to be damaged/punctured. On testing, the audio bolus button was normally responsive. Additionally, the battery compartment was noted to be cracked at the case seal below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. .